Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
During surgery staff opened up (B)(4) with lot d29ej400. All labels inside and outside) confirmed that ref and lot. Inside there has been (B)(4) (10mm platform) with the supplier's number) lot bfi02tn/400. No surgery prolongation, no adverse effect for the patient.